Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the pegs on the tibia modular spacer knee implants broke while being screwed into the tibial baseplate. The surgeon did not have any spacers of the same size and opted to use thicker spacers with a thinner polyethylene insert.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product has 8 of the tabs on the distal surface have fractured off. The spacers were sent out for fracture analysis. The analysis confirmed that the screw boss segments showed evidence of stress fractures originating in the fillet area between the bosses and spacer body. DHR was reviewed and no discrepancies were found. The most probable root cause for the backside screw boss tabs to break is over-tightening the screws during assembly. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is also reported that there was a thirty to forty-five minute delay due to the event.